Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for less than 5 seconds, the balloon ruptured. The device was replaced, and the procedure was completed. No patient complications reported.